Manufacturer narrative:
This was not an issue with the product but rather customer error. The provider repaired the device and it is working properly.

Event description:
Alleges customer drove down a flight of fifteen (15) stairs.

Manufacturer narrative:
The "date of event" was not provided. This was not an issue with the product but rather customer error. Should further information become available, a follow-up report will then be submitted.

Event description:
Alleges customer drove down a flight of fifteen (15) stairs.